Manufacturer narrative:
Additional information received on this case reported that a follow-up CT scan confirmed the presence of the endoleak. No intervention was performed and the patient is placed under monitoring. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter thoracic aortic aneurysm in the descending aorta. It was reported that during the index procedure, the distal landing length was short and a pseudo-obstruction was performed for the celiac artery. The first stent graft was implanted right above the superior mesenteric artery (sma). After the stent (vamc3238c150tj) was implanted in the proximal side, the stent (vamc3030b100tj) was to be implanted. As the vamc3030b100tj stent was deployed, however, the stent was pushed towards the proximal side and there was blood flow in the celiac artery. After touch-up was performed, a type ib endoleak was noted under distal smokestack angiography. Per the physician, the cause of the event cannot be determined. No actions were taken to treat the leak at the time, however an intervention has been scheduled for a later date. No additional clinical sequelae were reported and the patient will be monitored by their physician.